Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the basal history does not match active basal program. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2017 with the following findings: a review of the pump¿s black box history showed the following basal program settings: 0.350u/hr at 00:00, 0.375u/hr at 03:00, 1.125u/hr at 06:00, 0.850u/hr at 12:00 and 0.800u/hr at 18:00, 0.725/hr at 21:00, 0.600/hr at 23:00 with a total of 18.475 u per day. The basal change history appears to be inconsistent with the programmed daily totals due to the user manually changing the basal program. The basal setting for (B)(6) 2017 were: 0.375u/hr at 00:00, 0.400u/hr at 03:00, 0.000u/hr at 03:06 (manual suspend), 0.350u/hr at 03:39, 0.825u/hr at 06:00, 0.000u/hr at 11:33 (manual suspend), 0.825u/hr at 11:51, 0.800u/hr at 12:00, 0.750u/hr at 12:54, 0.850u/hr at 18:00, 0.700u/hr at 21:00, 0.525u /hr at 23:00. The review of the black box indicated that the pump was manually suspended and manually resumed several times. During investigation, the pump was exercised for 24 hours with a 1.0u/hour basal rate; at the end of testing the basal history correctly showed 1.0u and the total daily dose calculated correctly at 24.0u. The complaint of a history settings issue was not able to be duplicated during investigation. There was no defect found.